Event description:
A consumer's daughter reported that following bilateral intraocular lens (iol) implant procedures, the consumer does not see well up close. The consumer is having difficulty reading dialing the telephone due to blurry nearly vision in both eyes since surgery. The consumer has a history of glaucoma and did have elevated intraocular pressure (iop) the first day after surgery in each eye. The consumer discussed this with her surgeon last year at which time he performed a laser treatment, possibly in each eye. The consumer continues to have difficulty and has seen another ophthalmologist, a dry eye specialist, last week. The specialist informed her that her visual acuity was 20/30 and that she may not be able to adapt to this iol. He also diagnosed the consumer with having a stroke, based on a visual field test that was conducted. Additional information was received from the surgeon, who reported the event resolved with treatment. In the surgeon's opinion the iol did not cause/contribute to the event. The patient's original complaint was halos and glare around lights at night and she had numerous headaches and dry eyes that were treated. The iop normalized and she is not on iop medication. Her vision after surgery was "great". The surgeon reported that he was not aware of the patient's complaint of blurry near vision. An opthalmic assistant reported that the increased iop was related to the patient's glaucoma and that a yag capsulotomy was performed on both eyes as it routinely is after cataract surgery. There are two medical device reports associated with this event. This report is for the first lens implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated the lens, cartridge and viscoelastic combination used. It is unknown if the approved viscoelastic was used from the combo pack. No enough information was provided to conduct a review of the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4). This report was mailed to FDA on: july 10, 2014. (B)(4).